Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-10605. Related manufacturer reference number: 1627487-2019-10606. It was reported the patient was experiencing ineffective stimulation. Surgical intervention may take place at a later date to revise the system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-10605. Related manufacturer reference number: 1627487-2019-10606. It was reported during follow up that surgical intervention took place to explant and replace the patient's system. Surgery addressed the issue.